Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to customer¿s blood glucose at time of incident was 564 mg/dl. Customer¿s current blood glucose was 345 mg/dl. The customer reported the following symptoms related to their high blood glucose was nausea, vomiting, dry mouth, tired, headache, thirsty frequent urination. Nature of treatment. Findings was visit to ER currently. Outcome of the hospitalization was currently still in ER. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.